Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. The device was returned with a clip loaded into the jaws of the device. No defects or anomalies were observed. (B)(4). The clip that was loaded into the jaws was manually removed before attempting to fire the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The second clip (first one after the clip that was manually removed) was able to properly load into the jaws of the applier and close. The next clip was also able to properly load and close. The sample was received with 3 clips remaining indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips fell from applier" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
The clips fell out of the device easily during surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review the product auto endo5 ml, lot #73g1600594 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell out of the device easily during surgery. There was no patient injury.